Event description:
In 2004, while wearing the sound processor, the pt reportedly experienced intermittencies. The following day while wearing the sound processor, they reportedly had no sound percept. The pt was seen at the center for device evaluation. External equipment was exchanged. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's c1 device was scheduled.